Manufacturer narrative:
An event regarding subsidence involving an unknown restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remained implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision of patient's hip on (B)(6) 2019. It was reported that the patient's hip was revised due to subsidence of the restoration modular stem construct (subsidence occurred as a result of a previously treated femoral periprosthetic fracture). Surgeon decided to leave the stem and cables in situ and revised the femoral head from a -4 to a 28 +12 metal head. The poly insert for the adm/mdm liner was revised but there are no allegations against the device. Rep reported that x-rays, medical records, and additional information are not available.